Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and haemorrhagic cyst ('hemorrhagic cyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant) and ovulation pain ("pain when they burst and ovulate"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, haemorrhagic cyst and ovulation pain outcome was unknown. The reporter considered genital haemorrhage, haemorrhagic cyst and ovulation pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- genital hemorrhage, hemorrhagic cyst, ovulation pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.